Event description:
It was reported that pump displayed malfunction code and could not be reset by customer, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer received pump reset instructions from technical support, who assisted with reset attempt and planned follow-up to confirm whether issue was resolved.